Event description:
The facility stated that the surgeon attempted to implant a aq2010v 3 piece silicone lens. The lens trailing haptic tore prior to insertion into the eye. No patient injury. The injector model and lot number was not specified by the facility. The cartridge model aq cartridge fp, lot number was not specified by the facility.